Manufacturer narrative:
The actual device was not evaluated by fresenius personnel therefore the failure mode cannot be confirmed or replicated in field testing. The issue has not occurred again and the machine is operational. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformities during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material and process controls were within specification. The reported issue of ¿filling of saline bag¿ was addressed by a CAPA.

Manufacturer narrative:
(B)(4). Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental will be filed at the completion of the plant investigation.

Event description:
A customer reported a saline bag back filled while performing at home therapy approximately six months ago in (B)(4). Customer stated the saline bag fill issue occurred during priming, and the saline bag was overfilling. It occurred 'twice or three times' in a row. The customer stated he reset up the unit with a new set of lines and clamps, from a different box, and the issue was resolved. There was no patient harm or adverse event. The patient did not miss a treatment as a result. The incident has not reoccurred.